Event description:
It was reported that (1) device was used during a wedge resection of the stomach. It was reported by the affiliate that the tl90 instrument does not staple. Another instrument was used to complete the case. There was no consequence to the pt.